Event description:
The user could not insert the balloon since the distal end of the balloon was too thick.

Manufacturer narrative:
The complaint of the distal end of the balloon being too thick "cuff roll" is confirmed, exact cause is unknown. During functional testing, the balloon was inflated with a 20 cc syringe filled with water. The balloon inflated with no difficulty and no leaks were observed during inflation. During water retraction, the walls of the balloon were observed collapsing in a uniformed manner. The incident of "cuff roll" was observed upon deflation of the balloon. The "rolling" of the balloon material is located at the distal end of the balloon. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.